Manufacturer narrative:
Concomitant medical products: addr01, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not capturing atrial thresholds and was pacing below the lower rate. It was also reported there was a loss of capture on the right atrial (ra) lead. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.